Manufacturer narrative:
Expiration date - september 2023. UDI - the corresponding lot is not subjected for UDI. Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(6). (B)(4). The actual device was returned to the manufacturing facility for evaluation. The actual sample was observed visually, a part of the catheter was snapped off approximately 3mm away from its root. Since the snapped catheter alone is measured approximately 29mm long, no missing portion is expected. The damaged portion was observed under microscope, it was being crushed while the surface was forming in both rough and smooth cut we traced back and reviewed our manufacture inspection record of the same lot. No defective properties, catheter snap or scratch to degrade functionality of the catheter were detected. Furthermore, there have been no similar incidents ever reported by other medical institution for the concerned lot. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026.

Event description:
The user facility reported that a patient claimed that a "needle was accidentally damaged as a result of its tube pinched in between bed table and bed rail, while picking oneself up from the bed. The one also stated that broken needle is in vessel." When closely checking the needle punctured area, slight portion of the tegaderm was peeled off but almost fully covered the entire area of the skin. Because the patient obsessively claimed of needle damage, the tegaderm was eventually removed and checked. The needle fragment with few millimeters in length, was shortly discovered. The fragment was visually confirmed under ultrasonic examination and it was later successfully removed. The patient was reported to be fine.